Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the diaphragmatic movement began to decrease and then ceased, as detected via palpation. Double stop was performed, and it was observed that the compound muscle action potential (cmap) decreased and diaphragm elevation was confirmed under fluoroscopy. Phrenic nerve pacing was subsequently performed, and palpation confirmed diaphragmatic movement. However, recovery of cmap was not observed. The case was completed with cryo. After the case, slight spontaneous diaphragmatic movement was observed, but the movement of the right and left diaphragm was different. It was noted that there was slight elevation of the right diaphragm. The patient status will be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicated that the patient's phrenic nerve paralysis recovered.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least five applications were performed with balloon catheter 2af284 with lot number 62826 without any issues or system notices for the date of the event. The physical product was not returned and there was no indication of a product malfunction. The reported ¿phrenic nerve palsy¿ issue is a clinical issue and cannot be confirmed through data analysis. If information is provided in the future, a supplemental report will be issued.